Manufacturer narrative:
Sending supplemental report to populate become aware date in the 'date received by manufacturer' field for the initial report received by FDA on august 22, 2023. This date was inadvertently left blank.

Event description:
The customer reported that the epiq ultrasound system control panel was swiveling during transport within the customer site. No patient or user was harmed as a result of the issue. The field service engineer was dispatched to the site to evaluate the system and was unable to reproduce the system. The system has been returned to service with no additional issues reported.